Manufacturer narrative:
Investigation concludes that vanc results were imprecise for quality control results. There is no indication that the vitros 5,1 analyzer was not performing as expected. The unexpected results occurred on two separate calibrations of the sample reagent lot. The definitive root cause of the events are unknown. The results obtained from calibration #1 appear to have be obtained from a sample fluid mixup however this could not be confirmed. The results obtained from calibration #2 appear to be related to sub-optimal calibration parameters. Expected vanc results have been obtained using optimal calibration parameters.

Event description:
A customer observed imprecise vancomycin (vanc) results for quality control fluids while using the vitros 5,1 analyzer. Patient samples were not being tested at the time of the event. There was no report of patient harm as a result of this event. Biased results of the magnitude and direction observed may lead to inappropriate physician action should they occur on patient samples. This report corresponds to ortho clinical diagnostics inc. (B)(4)